Event description:
It was reported that the customer's insulin pump is cracked, and it impairs her ability to see the screen. The customer also mentioned that there were air bubbles in their reservoir. Customer's blood glucose level at the time 299mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.